Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Manipulation of the filter with a snare resulted in a complete opening. The pt's condition is good. This device remains implanted, therefore, no failure analysis will be available. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."